Event description:
It was reported to "adac" that the dose was incorrect for a brachytherapy case. The user was testing the brachytherapy program (this was not used for an actual pt plan). User was using orthogonal film reconstruction with two different magnification factors and noticed. The points (therefore the dose) was incorrect. No injury was reported as a result of this issue.